Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Reportedly, customer successfully filled the existing cartridge with insulin to resolve the issue. Additionally, it was reported that air bubbles were observed within the infusion set tubing. Customer replaced the pump supplies to resolve the issue. Customer's blood glucose level was 280 mg/dl.